Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause was unable to be determined. (B)(4).

Event description:
Same case as: 2134265-2015-08238 and 2134265-2015-07974. It was reported that automatic pullback failure occurred. During a percutaneous coronary intervention (pci) procedure, an ilab ultrasound imaging system was used in conjunction with an imaging catheter and a sled to view unspecified target lesion. "Lost internal connection" message was indicated, and it was unable to pullback. The ilab was rebooted and it was able to perform pullback. No patient complications were reported.